Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3max) was stretched approximately 124.0 cm from the hub. Conclusions: evaluation of the returned device revealed it was stretched. This damage likely occurred due to forceful retraction of the 3max against resistance. Since the penumbra system ace 64 reperfusion catheter was not returned for evaluation, the root cause of the resistance encountered by the physician could not be determined. All penumbra catheters are visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3max). During the procedure, the physician advanced the 3max up through a penumbra system ace 64 reperfusion catheter (ace 64). While the 3max was being withdrawn from the ace64, the 3max became stretched. The physician stated that resistance was encountered while advancing and retracting the 3max. The 3max and ace 64 were removed. Although the 3max was stretched, there was no issue reported with the ace64 device. However, the physician decided to continue the procedure using another manufacturers'' devices. There was no report of an adverse effect to the patient.